Manufacturer narrative:
Returned meter is the subject of FDA recall z-631-8. The meter has been evaluated and meets functional specs. The co considers this matter closed.

Event description:
According to the customer's report, at 10/p on 4/13, the pt, a diabetic for 35 yrs, tested his blood glucose on his surestep meter obtaining er1, 72 mg/dl and er1 consecutively. Each time, the back of the test strip was compared with the color chart on the surestrip test strip vial. The color was consistently very dark, at least matching the 180 and 350 mg/dl color. Despite this indication that his blood glucose level was elevated from the visual backup, his insulin dose was withheld based upon the result of 72 mg/dl and he consumed a bowl of cereal prior to retiring for the night. At approx 3/a, his wife awoke to the pt vomiting and gurgling. He was transported to the ER. Meter testing was unsuccessful as "the results were too high to register on their (ER) meters." Insulin was administered. It was reported that the ER staff was concerned about the "wetness of (his) lungs." A lab blood glucose result obtained at approx 4-4:30/a was 885 mg/dl. The pt was admitted to the telemetry unit and closely monitored. His heart allegedly stopped twice during hospitalization and had to be "restarted." The pt was released from the hosp on 4/16. No info regarding treatment of elevated glucose was reported.